Event description:
A customer reported to olympus, the ultrasonic gastrovideoscope had internal defects blocked water channel. The event occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of blocked water channel was confirmed. The air/water channel was clogged with black debris and when tried to clean it stayed the same. In addition, bending section cover glue was cracked. Consecutive echo signals were missing. After removing nozzle there still was no water. There were white dots in video image. Insertion tube had cut or scratches. The insertion tub had chemical damage/discoloration. The play of angulation control knob was loose. The connector cap pink coding was cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was provided regarding this event. When the customer tried cleaning the device, the brush would not pass though. They tried three times and could tell there was something in the channel. The scope was used to look and no biopsy was done. The intended procedure was a therapeutic endoscopic ultrasound. The procedure was completed without delay and using the subject device. There was no user or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. During inspection and testing, had drying of the user barcode in the operating section. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a clogged air/water channel. Olympus will continue to monitor field performance for this device.